Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. It is unk whether sound was available from this monitor on the reported event date. The inop itself has minimal health risk. According to the intellivue m8000 bedside monitor instructions for use manual-when a technical alarm message "speaker malfunction" is displayed on the monitor screen, the user should contact the responsible service personnel to check the speaker and the connection to the speaker. No pt injury was reported. The cited monitor was evaluated by a philips service engineer. The root cause for the reported speaker malfunction was not determined. Both the bedside monitor's main processor board and speaker were replaced and the inop issue was resolved. No further reports of speaker malfunction associated with this monitor have been received. The device performed as intended (gave an inop) when the speaker circuit was not operating in a normal manner. Note that the device labeling (IFU) warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there is no pattern of loss of audio function representing a design, mfg, materials, or labeling problem. No further investigation or action is warranted at this time.

Event description:
The customer reported that they received a visual "speaker malfunction" inop. No pt was harmed as a result of this issue.